Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report was mailed to FDA on: 03/13/2009.

Event description:
A surgeon reported having a patient with an unexpected postoperative refraction of +1d. The surgeon felt the lens was mislabeled and exchanged the lens for the same model and power. There are no issues with the replacement lens. Additional information has been requested.